Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure the stylet could not be inserted in the ventricular lead. The lead was not used and a new lead was implanted. There were no adverse consequences. The patient was stable prior to and post implant.